Manufacturer narrative:
D9: date returned to mfg; 7/12/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint could be confirmed. It was found that the mainboard and downstream occlusion(dso) seal was degraded. Both the mainboard and dso seal was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 44510, indicates a malfunction during power-up. This error prevents the pump from fully starting and can be related to a degraded downstream occlusion (dso) seal. Software upgrades and replacement of the upstream occlusion (uso) seal may also be part of the remediation process. There was no patient involvement.